Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion (dso) seal. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The dso seal was replaced, and the dso sensor was calibrated. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump changed dosage on its own. The nurse continued with 0.2 mg dosage, but the device would change to 5.50 mg, after the nurse input the codes. The device reset itself to 0 mg. There was patient involvement, and no patient injury was reported.